Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was inaccessible. A field service engineer found that the drawer 3.2 was not on the bus. Replaced the drawer controller printed circuit board and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system had a drawer 3.2 was inaccessible due to a failure. The customer reported that medications were obtained from the nearby station which caused a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system had a drawer 3.2 was inaccessible due to a failure. The customer reported that medications were obtained from the nearby station and verified that there was no interruption in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station found drawer 3.2 was not connected to the bus and was unresponsive. A field service engineer identified a faulty controller board and replaced it to rectify the problem. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system was functional as intended.